Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda), mitral regurgitation (mr) and tissue damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 2. On (B)(6) 2018, a follow up echocardiogram was performed and it was suspected that the lateral clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). On (B)(6) 2018, the slda was confirmed. The mr had increased to 3-4 and it was suspected that the posterior leaflet was torn. The patient was stable and discharged. No treatment is planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the cause for reported single leaflet device attachment (slda) was due to patients anatomy (leaflet prolapse). The reported tissue damage and recurrent mitral regurgitation (mr) was due to slda. The reported patient effects of worsening mr and tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.